Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips produced low reading - black chemistry observed. Most likely root cause of black chemistry is due to improper storage. Investigation completed 10/12/2015.

Event description:
Consumer complaint of e-3 error; test strip error. E-3 error occurred upon insertion of test strip into meter port. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Blood test performed fasting during call on (B)(6) 2015 produced result of e-3 upon insertion of test strip into meter port. Storage of product not verified. Test strip lot manufacturer's expiration date is 07/20/2017 and open vial date is not verified. Adverse event not reported.